Manufacturer narrative:
The information provided in section a4 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has a blank display. Troubleshoorting was performed and the display returned. The insulin pump alarmed power loss. The screen went blank again everytime the customer pressed ther menu button. The customer declined to provide their blood glucose reading. The insulin pump will return.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies were noted during testing. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damage keypad overlay texture.